Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a distal femoral nail, two 6.0mm locking screws, and one 5.0mm locking screw on (B)(6) 2015 to treat a displaced and comminuted right femur fracture. On an unknown date, it was identified that the patient had developed a non-union of the fracture and requested surgical management. On (B)(6) 2016, the patient was returned to the operating room to remove the 5.0mm locking screw from the dynamic hole of the nail and further dynamize the nail. The procedure was completed successfully and the patient is stable. This report is for two (2) 6.0mm locking screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown helical blade. Part number, lot number and UDI number is not available. The part has not been explanted. The revision surgery to remove helical blade is schedule for (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown helical blade. PMA/510(k) number is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn) and helical blade to repair a femur fracture on an unknown date. Postoperatively, on an unknown date, it was identified that the patient had developed a non-union of the fracture and requested surgical management. A revision surgery to remove the helical blade and treat the non-union with a bone graft has been scheduled for (B)(6) 2016. This report is for one (1) unknown helical blade. This is report 2 of 2 for (B)(4).